Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during an anterior/posterior repair procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the entire capio carrier detached after the attempt to deploy the device and removed it from the patient. Reportedly, the carrier was still attached to the capio suture which was not fired in the patient. There was no part of the device that was lost inside the patient. The procedure was completed with another capio slim device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Problem code 2907 captures the reportable event of dart detachment. Analysis of returned capio slim device revealed that the carrier was broken and the broken section of the carrier was not returned by the customer; consequently, confirming the reported complaint. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that the most probable cause is design inadequate for purpose as this is an issue traced to design features of the device that do not support or interfere with the intended purpose of the device. An investigation is addressing the encountered failure of carrier breakage.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during an anterior/posterior repair procedure performed on (B)(6) 2018 . According to the complainant, during the procedure, the entire capio carrier detached after the attempt to deploy the device and removed it from the patient. Reportedly, the carrier was still attached to the capio suture which was not fired in the patient. There was no part of the device that was lost inside the patient. The procedure was completed with another capio slim device. There were no patient complications reported as a result of this event.